Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was stated to be available for return to the manufacturer for evaluation but has not yet been returned despite attempts made. Additional due diligence attempts are ongoing. The alleged product issue/event as described could not be confirmed. If the device is received at a later date, an investigation will be performed and a supplemental MDR will be submitted. Potential complications as referenced on the IFU, include but are not limited to the following: hematoma at the site of entry, aneurysm rupture, emboli, vessel perforation, parent artery occlusion, hemorrhage, ischemia, vasospasm, clot formation, device migration or misplacement, premature or difficult device detachment, non-detachment, incomplete aneurysm filling, revascularization, post-embolization syndrome, and neurological deficits including stroke and death.

Event description:
It was reported that during treatment of an acom aneurysm, a web and catheter were selected for treatment of an acom aneurysm. A web was delivered through the catheter and fully deployed. After confirming appropriate positioning under fluoroscopy, detachment was attempted; however, the device failed to detach. Multiple detachment attempts were made, all without success. The decision was made to retrieve the web to replace it with a new one. During retrieval, the device prematurely detached within the catheter. The catheter and detached web were both removed from the patient, and a new catheter was introduced to re-select the target site. The procedure was then completed successfully using a new device, with no further complications. The patient is stable.